Event description:
It was reported that the patient underwent a full revision of lead and generator due to high impedance. Product return is not expected per historical hospital policy. No further relevant information has been received to date.